Event description:
Info received indicates the brake will not engage at the foot end of the stretcher.

Manufacturer narrative:
The technician replaced the missing shoulder bolt and nut at the rocker arm to repair the stretcher.